Event description:
The female pt received two cypher stents in the rca in 2008. On three weeks later, the pt had a seizure and went into coma. Treatment included an emergency hospitalization, kepra, and vasodilators. The pt was placed on a ventilator. Blood tests revealed low sodium and pt subsequently diagnosed with siadh as cause of seizure. Additionally, during hospitalization, the pt developed problems with her blood pressure. Treatment was unspecified blood pressure medications. The seizure was resolved that same day. The coma is unresolved, but the pt is off the ventilator. It was unk if blood pressure problems are resolved. Pt is currently still in hospital. No add'l info was provided.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report #3003742446-2008-00117. This report is for an unk cypher stent. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.